Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 40mm balloon. No ruptures were noted to the balloon. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house guidewire and it passed without issue. Upon inflation, water was seen exiting out the distal tip of the balloon. The balloon was unable to be inflated to nominal pressure due to the leak. The inner guidewire lumen was examined underneath the balloon and a complete circumferential break in the guidewire lumen was noted 5.1cm from the distal tip. The edges of the break were examined under microscopic magnification and were observed to be jagged. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a break in the guidewire lumen that resulted in a leak from the distal tip of the balloon. The root cause for the break in the guidewire lumen is unknown. It is unknown whether the break was a result of an incorrectly formed weld bond between the inner shaft and dual lumen during the manufacturing of the device. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use in a left upper arm fistula the pta balloon allegedly leaked at the distal end of the balloon. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: no hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use in a left upper arm fistula the pta balloon allegedly leaked at the distal end of the balloon. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.